Event description:
During the procedure a cook instinct endoscopic hemoclip was used. The clip deployed successfully [onto the tissue site] but the technician noticed a snapping noise [drive wire likely disconnected from the handle] and the drive wire hook [located at distal end to drive wire] slid out of the catheter and could not be retracted. The technician carefully removed the entire device from the endoscope. No section of the deployment device remained inside the pt's body. The technician also noted that the deployed [closed] clip slipped off the tissue during this time. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was nearly straight so the handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly. The device was returned without the clip therefore a functional test could not be performed. The drive wire was removed from the device, visually examined and determined that the drive wire was correctly manufactured. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. As the clip was not returned with the device we could not determine the cause of the clip detaching from the tissue site after placement. Prior to distribution, all instinct endoscopic hemoclips are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of drive wire separation. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.